Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery via mhn for surgical neck fracture of humerus with the screws in question. The surgery was started in the beach chair position. An 8mm was selected and a dry check was performed. The d hole was temporarily fixed with a drill, the a hole was drilled, and a screw was inserted. The b hole was drilled in the same manner and a screw was inserted, but the screw stopped in the middle and did not advance so the sales rep told the surgeon not to force the insertion. Although the screw was in the process of insertion, once the image was checked, it was out of the screw hole of the nail. The sales rep asked the surgeon to remove the screw once, enlarge the skin incision, and carefully drill again, and measure, then insert the screw again. Since hole a was ob due to a small skin incision, the skin incision was enlarged in the same way and carefully inserted the screw. After that, the surgery proceeded smoothly, but because the screw had ob'd, there was space in the head, so the surgeon decided to perform screw in screw at holes a and b. The surgery was completed successfully with 30 minutes surgical delay. The surgeon determined that there was no problem with the fixation. The patient was reported as stable.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiry date), d9, d10 (concomitant), h4. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the multiloc screw ø4.5 l44 tan. A dimensional inspection was performed for the device and met specifications. Surgical technique was reviewed and the following relevant statement was found: carefully inspect the final position of all multiloc screws under image intensification in different planes and ensure that they do not penetrate the articular surface. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the multiloc screw ø4.5 l44 tan was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.019.044s. Lot number: 26903p9. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 30 aug 2024. Manufacturing site: jbil grenchen. Expiry date: 01 aug 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.